Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2026. According to a report received from the insulet customer service team on (B)(6) 2026, the patient received low glucose alerts from the sensor (exact values not specified) and suspended insulin delivery on her pump. The exact time of pump suspension and whether the patient was symptomatic at that time were not reported. On (B)(6) 2026, the patient developed symptoms and measured a bg level of approximately 600 mg/dl. Reported symptoms included vomiting, chest pain, and a sensation described as ¿having a heart attack.¿ during the event, a comparison between fingerstick bg (fsbg) and cgm readings demonstrated a discrepancy, with an fsbg value of 598 mg/dl and a cgm value of 40 mg/dl. Additional information from the pump partner indicated that upon waking to go to work, the patient¿s bg was 198 mg/dl while the cgm continued to display low glucose readings. Ongoing issues were reported with communication between the sensor and controller, resulting in repeated falsely low cgm readings while the patient was hyperglycemic. The patient was transported by ambulance to the hospital, where she was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU) for bg stabilization and monitoring. Post-diagnosis bg values were not specified. The insulin pump was removed, and the cgm sensor was discarded. Treatment included intravenous (IV) therapies, including insulin infusions and antibiotics, as well as a stress test. Following stabilization of bg levels, the patient was discharged on (B)(6) 2026. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient developed symptoms on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid after experiencing the symptoms. The reported glucose values fall within the c zone of the parkes error grid when the patient was waking up to go to work on (B)(6) 2026. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.